Manufacturer narrative:
H bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for cracked barrel with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Without a sample, an absolute root cause for this incident cannot be determined as bd was unable to duplicate or confirm the customer¿s indicated failure mode. Based on an evaluation of severity and frequency, it was determined that no corrective action is required at this time.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that before use syringe the bd¿ syringe only, 10ml, slip tip, non-sterile was cracked. There was no report of injury or medical interventions.